Manufacturer narrative:
H10: one (1) actual sample and four (4) photographs were received for evaluation. Visual inspection of the photographs and the actual sample received did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on the actual sample and no issues were noted. Additionally, a functional test was performed on one (1) retention sample and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unknown quantity of solution administration set were broken. This issue was identified during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.